Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a dull achy pain in the right side of the scrotum and in the groin between the pump and pressure regulating balloon (prb), a day after the procedure. A couple months later, the patient presented with issues with manipulating the device due to dexterity. The physician removed the ipp due to the dexterity issues, but believed that the pain would have resolved with time. A tactra penile prosthesis was implanted. There were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a dull achy pain in the right side of the scrotum and in the groin between the pump and reservoir, a day after the procedure. A couple months later, the patient presented with issues with manipulating the device due to dexterity. The physician removed the ipp due to the dexterity issues, but believed that the pain would have resolved with time. A tactra penile prosthesis was implanted. There were no additional patient complications reported.

Manufacturer narrative:
Correction to b5 describe event. Update to d4 model number, lot number, catalog number, and unique identifier.